Event description:
Additional information was received stating the lead was already reported on (manufacturer report number: 1627487-2024-11690) and the lead device information was corrected,

Manufacturer narrative:
Date of event estimated. Correction - section d - lead device information corrected. Correction - section b5 - lead was already reported on manufacturer report number 1627487-2024-11690.

Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. It was also noted that one of the patient's cervical leads had high impedances on all contacts. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000126154.